Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the handle cracked on the third firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing and articulation mechanisms - wedge band bypass. Eval summary: the analysis results found that the instrument was returned with the firing trigger stuck halfway and with the firing mechanisms damaged. The reload was rec'd loaded in the instrument. The reload was returned partially fired, and was noted to have a wedge band bypass as the right side was 1/3 fired and the left side was 3/4 fired. The reload was disassembled to verify the condition of the spring reload lockout spring and was found normal. In addition, the reload deck was found damaged, the damaged found on the reload deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the deck gets indented therfore, there is not enough space for the sled pushing the driver to continue its run. When the mechanism is forced the wedge band will bypass the sled. As stated in the IFU "if resistance is felt, stop and replace the cartridge". The instrument was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.